Event description:
It was reported prior to using bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes that one (1) tube contained pieces of plastic foreign matter inside the tube body. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received one (1) sample and one (1) photo for investigation. The sample and photo were reviewed and the indicated failure mode for foreign matter (fm-plastic) was observed. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm-plastic. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.